Event description:
It was reported that this pacemaker exhibited noise and high out of range right ventricular pace impedance measurements of greater than 3000 ohms. Technical services (ts) recommended review with the programmer. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: h6: device codes.

Event description:
It was reported that this pacemaker exhibited noise and high out of range right ventricular pace impedance measurements of greater than 3000 ohms. Technical services (ts) recommended review with the programmer. This device remains in service. No adverse patient effects were reported.